Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" concerning the system obm was found. The obm board needs to be replaced to address the issue as calibration does not fix the problem.